Event description:
It was reported patient underwent bilateral total hip arthroplasty on (B)(6) 2010 and (B)(6) 2012. Subsequently, patient was revised on an unknown side on (B)(6) 2014, allegedly due to elevated metal ion levels. It was further reported that wear was allegedly present on the explanted modular head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-00417 & 00544 / 00545).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent bilateral total hip arthroplasty on the left hip on (B)(6) 2010 and on the right hip (B)(6) 2012. Subsequently, patient was revised on unknown sides on (B)(6) 2014 and (B)(6) 2014 allegedly due to elevated metal ion levels. It was further reported that wear was allegedly present on the modular head during the revision procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2014 reports patient was revised on the left hip due to metallosis with pseudotumor formation, clicking sensation, and elevated cobalt and chromium ion levels. Revision op report notes the presence of scar tissue formation, swollen pocket of fluid, white-colored clear serous fluid emanating from the cyst which was lined by metallosis, greenish staining of metallosis, wear on the femoral head, and dulling to the chrome but no excessive wear noted to the cup. The modular head was removed and replaced. Additional information received from patient op notes dated (B)(6) 2014 reports patient was revised on the right hip due to metallosis with pseudotumor formation. Revision op notes report the presence of blue-green staining, fluid, pseudotumor, green synovial type tissue that was rimming the femoral component, and wear on the head. The modular head was removed and replaced.